Event description:
It was reported that a caller experienced a cracked and shattered touchscreen on a pump, rendering it unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, instructed the caller to store the pump properly, and ensured they understood how to return the problematic device using a pre-paid label within the specified timeframe. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.